Event description:
It was reported that the right ventricular lead exhibited a decrease in sensing and an increase in threshold measurements. The lead was explanted and replaced without difficulty on (B)(6) 2014. The patient remained stable throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.